Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/ abdominal') in an adult female patient who had essure (batch no. 898930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/ abdominal") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, fatigue, nausea, vaginal haemorrhage and back pain had resolved, the vaginal discharge and weight increased outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, injuries/symptoms. Current weight 171 lbs. Right tubal ostia 3 trailing coils were noted. Left tubal ostia 2 trailing coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.5 kgs. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Bilateral essure devices in appropriate position, with occlusion of fallopian tubes. No peritoneal spillage. Tiny stellate filling defect within the right fundus, likely synechia versus polyp. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs received lot number was added. Events "abnormal bleeding (vaginal), migraines / headaches, lower back pain" were added. Outcome of events "nausea, dysmenorrhea, abnormal bleeding(vaginal, menorrhagia), pain, fatigue" were updated as recovered and migraine/ headache was updated as recovering. Medical history, lab data, reporter information and patient demographics were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/ abdominal') and pelvic abscess ('abscess') in an adult female patient who had essure (batch no. 898930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia and obesity. Previously administered products included for an unreported indication: depo provera on (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/ abdominal") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, fatigue, nausea, vaginal haemorrhage and back pain had resolved, the vaginal discharge and weight increased outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, pelvic abscess, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain , bleeding, injuries/symptoms, current weight 171 lbs, right tubal ostia 3 trailing coils were noted, left tubal ostia 2 trailing coils were noted, more than one essure related surgery-yes, retainer signed before (B)(6) 2020- yes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Bilateral essure devices in appropriate position, with occlusion of fallopian tubes. No peritoneal spillage. Tiny stellate filling defect within the right fundus, likely synechia versus polyp. Imaging procedure - on (B)(6) 2012: device was placed correctly. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: pfs received. New event abscess was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/ abdominal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("pelvic/ abdominal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and menorrhagia had resolved and the vaginal discharge, fatigue, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, menorrhagia, nausea, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain , bleeding, injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: ppf received. Reporter's information was added. Added event dysmenorrhea (cramping),pelvic/ abdominal,menorrhagia (heavy menstrual bleeding),vaginal discharge,fatigue, nausea, weight gain. Updated outcome of event from unknown to pain, bleeding from unknown to recovered/resolved. Date of removal was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/ abdominal') in an adult female patient who had essure (batch no. 898930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/ abdominal") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, fatigue, nausea, vaginal haemorrhage and back pain had resolved, the vaginal discharge and weight increased outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain , bleeding, injuries/symptoms. Current weight 171 lbs. Right tubal ostia 3 trailing coils were noted. Left tubal ostia 2 trailing coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.5 kgs. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion 1. Bilateral essure devices in appropriate position, with occlusion of fallopian tubes. No peritoneal spillage. 2. Tiny stellate filling defect within the right fundus, likely synechia versus polyp. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.